Event description:
A hospital in another country reported via our distributor that a low humidity alarm occurred after the rt126 had been used for about 24 hours. The hospital further reported that the heater wire was unhooked. No pt consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the us. Method: the returned breathing circuit was visually inspected for retracted heater wire, and for physical damage to the tubing. Results: the heater wire in the inspiratory tube of the returned breathing circuit was detached from the retention clip and had retracted a small amount. A crease was also observed in the corrugated tubing of one of the breathing tubes. A simulation set-up to replicate or cause the heater wire to detach from the retainer clip resulted in the heater wire not heating correctly with a corresponding drop in temperature. This in turn caused the respiratory humidifier to alarm. A lot check revealed one other similar complaint for this lot number. Conclusion: the heater wire in each breathing circuit is anchored inside the corrugate tube by a retention clip. A random sampling test of product from the production line indicates that the retention clips of a proportion of breathing circuits exhibit a noticeable tilt that current specifications allow. Stretching of those tubes with a tilted retention clip by the operator while the breathing circuit is in use can cause the heater wire to disconnect from the clip and allow the heater wire a small amount of retraction. The rt126 infant breathing circuit user instructions contain a warning to the user not to ''stretch" or "milk" the tube. Fisher & paykel healthcare was unable to identify any manufacturing or design flaws that could have contributed to the failure as reported. It is possible however, that stretching the tube during handling can result in detachment of the heater wire from its clip. The crease observed on the returned breathing tube is consistent with the tube being stretched. From the simulation of heater wire retraction, the respiratory humidifier will alarm to alert hospital staff. Our monitoring and trending of heater wire retraction on infant breathing circuits shows a rate of occurrence for the last year to the end of october 2008 of 16 ppm.